Event description:
The ramp assembly of the device lever had disassembled and was missing, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.